Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review of the transmission, the pulse generator exhibited back-up vvi operation. The patient presented in clinic for further evaluation. A device restoration was performed successfully. The patient will continue with regular follow-up.